Event description:
Revision surgery - due to the stem, not djo, breaking on an old metal on metal liner. Since the stem was being replaced, the doctor decided to go with a constrained.

Manufacturer narrative:
The reason for this revision surgery was a broken stem. The previous surgery and the revision detailed in this investigation occurred over 13 years and 6 months apart. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the broken stem. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. The root cause of this complaint was a revision surgery due to the broken stem. There are multiple factors that may contribute to the event that are outside the control of djo surgical are soft tissue impingement, excessive load, poor bone quality, patient activities and trauma. Agent clearly mentioned that broken stem was not a djo product and the liner replaced with a constrained one to match with new stem and also the stem might have broken due to prolonged usage. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.